Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively and the explanted device was kept by the facility.